Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to a resmed third party service center. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#:(B)(4).